Manufacturer narrative:
The service rep installed a new x-ray tube and performed a filament and ma limit calibration. The system operates as intended.

Event description:
The customer reported the 9800 system has an arcing sound coming from the x-ray tube. No patient injury was reported.